Event description:
It was reported that this right ventricular (rv) lead was explanted due to steadily rising impedance that remained within range. And high capture threshold. This rv lead was replaced with a non-boston scientific model and will not be returned. No additional adverse patient effects were reported.